Event description:
Additional information revealed that the patient underwent surgical intervention wherein one lead was cut and explanted. The issue has since resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2019-12491. It was reported that one of the patient's lead was exposed through the skin. In turn, surgical intervention may be planned to address the issue. Note: as it is unknown which lead was exposed, both leads are being reported.